Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed displacement test. Unit was received with partial display and missing segments display anomaly due to bleeding lcd glass. Format history file analysis confirmed pump error (variable 3) due to open traces. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. During troubleshooting performed the auto test and alarmed hardware low level failure. Customer stated that the pump also had cosmetic damage. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.